Event description:
Reportedly, during an implant attempt it was impossible to connect and screw the atrial lead to the subject pacemaker. During the screwing operations the physician did not hear any click sound. Another pacemaker was implanted.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an implant attempt it was impossible to connect and screw the atrial lead to the subject pacemaker. During the screwing operations the physician did not hear any click sound. Another pacemaker was implanted.